Manufacturer narrative:
As reported, the sorbafix fixation device failed to fixate the mesh. The subject device was not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. The instructions-for-use supplied with the device adequately describe the proper technique for successful fastener delivery. The IFU states, ¿compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an inguinal hernia repair, the sorbafix fixation device was used to fixate the mesh. It was reported that some fasteners successfully fixated the mesh and there were loose fasteners which were removed from the patient's body. It was also reported that the fixation was not in a difficult angle or on a rigid structure. The surgeon dry fired the device to see if the problem reoccurred. Another sorbafix device was used to complete the case. There was no reported patient injury.